Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry of the system was unavailable. Analysis of the system log file showed that there was an issue with the bib (bodyguard interface box). During troubleshooting, the fse identified bib error due to the missing motor driver. The fse replaced the c-arc bodyguard interface box (bib) and completed bodyguard calibration. The defective part returned to philips for further analysis. The analysis confirmed the malfunction of the bodyguard interface box. Following the replacement of the bodyguard interface box, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry of the azurion 7 m20 system was unavailable. The system was restarted several times with no improvement. The device was inside of clinical use at the time of the event. No harm has been reported. The c-arm bodyguard interface box component was replaced and the device was returned back to functionality. Philips has started an investigation of the complaint.